Event description:
According to the reporter, during an open lung resection, there was a problem unloading the device; the jaws remained closed, the reload could not be removed and had also locked on tissue. Surgeon was stapling a portion of the lung and when the staples were fired, the knife blade appeared to retract but the jaws of the stapler did not open. The stapler was pulled from the tissue with no injury to the tissue and the staple line was intact. In order to complete the case, the stapler was not used again and a new stapler was opened and used without incident. The patient was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The jaws were clamped. Some staple pushers were flush with the cartridge surface while others were sub flush. The laminates were bent. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause was identified as improper use with a secondary condition associated with a variation of an internal component. Replication of the deformed anvil clamping mechanism and flush staple pushers may occur under the following conditions: application over tissue that is beyond the recommended thickness range; application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size." Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.